Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed.  The reported problem (damaged cable, damaged case, service code 204, belt/monitor unusable) has been confirmed.  Upon investigation the monitor failed incoming testing and displayed a service code 204 (belt/monitor unusable).  The monitor's electrode belt connector was broken free from the monitor enclosure, damaging wires within the connector. The root cause for the damaged connector was excessive force.  No adverse events resulted from the defective monitor.

Event description:
A us distributor reported that a patient had a damaged cable, damaged case, and was receiving service code 204 messages (belt/monitor unusable).